Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device product code: 324.214-15, lot: 51290p0. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25 february 2025. Manufacturing site: jabil bettlach. The product was not returned to depuy synthes, however photos were received for review. The photo investigation revealed that the drill bit ø2.8 w/scal l200/100 3flute f/ was broken from the tip. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the drill bit ø2.8 w/scal l200/100 3flute f/ would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
During the procedure, the drill bit broke. The fragments were recovered. Another drill bit from the system was used. The specialist experienced no discomfort. The procedure was not delayed. The surgery was completed successfully.